Event description:
It was reported that the pump exhibited a piezo distortion. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional tests were performed. The pump was in good physical condition. Event history log (ehl) showed no disposable and high pressure alarm messages. The piezo distorted issue was caused possibly by the no disposable or high pressure alarm messages that were found in the pump's event history logs. The reported problem was not duplicated. Root cause could not be determined. Actions were taken to mitigate the reported issues: replaced downstream sensor due to signs of fluid ingressions found on the chassis base; performed functional tests and passed.